Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure location of device: peritubal serosa/failure to occlude (close) fallopian tube(s)"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy(no complications)") and genital haemorrhage ("excessive /anormal bleeding") in a 27-year-old female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida, parity 3, premature delivery, metrorrhagia, uterine bleeding, vacuum extractor delivery and blood pressure dropped. Concomitant products included hydrochlorothiazide. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) : vaginal") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) : menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2010, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: osteo-arthritis"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches : migraines") and headache ("migraines / headaches : headaches."). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, caffeine (caffeina), ibuprofen (motrin children), rizatriptan benzoate (maxalt), naproxen sodium (aleve tablet) and surgery (bilateral salpingectomy other (please specify) - chromopertubation, diagnostic hysteroscopy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and headache outcome was unknown, the abdominal pain, fatigue, osteoarthritis, cystitis and urinary tract infection had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, osteoarthritis, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : the essure device was deployed into each ostia with 4 coils protruding from the patient's right and approximately 1 coil protruding from the patient's left ostia. A fluid balance was observed all instrumentation was removed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : reporter information updated. Patient information updated. Product information updated. Lot number added. Treatment and concomitant drugs were added. Pregnancy outcome was updated. Medical history updated. Lab data updated. Outcome of events abdominal pain, fatigue, were updated from unknown to recovered / resolved. Outcome of events genital bleeding were updated from unknown to recovering / resolving. New events: abnormal bleeding (vaginal, menorrhagia),pelvic pain, autoimmune disorder type of disorder: osteoarthritis, malposition of essure location of device: peritubal serosa/perforation (fallopian tube(s))/ failure to occlude (close) fallopian tube(s), migraines / headaches ,infection(bladder/urinary tract/vaginal) type: bladder & uti were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive /anormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, fatigue, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive /anormal bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, fatigue, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/malposition of essure location of device: peritubal serosa/failure to occlude (close) fallopian tube(s)"), abdominal pain ("abdominal pain"), pregnancy with contraceptive device ("unintended pregnancy(no complications)") and genital haemorrhage ("excessive /anormal bleeding") in a 27-year-old female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, premature delivery, metrorrhagia, uterine bleeding, vacuum extractor delivery and blood pressure dropped. Concomitant products included hydrochlorothiazide. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) : vaginal") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) : menorrhagia"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2010, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: osteo-arthritis"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches : migraines") and headache ("migraines / headaches : headaches."). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with antibiotics, caffeine (caffeina), ibuprofen (motrin children), rizatriptan benzoate (maxalt), naproxen sodium (aleve tablet) and surgery (bilateral salpingectomy other (please specify) - chromopertubation, diagnostic hysteroscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and headache outcome was unknown, the abdominal pain, fatigue, osteoarthritis, cystitis and urinary tract infection had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, osteoarthritis, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details : the essure device was deployed into each ostia with 4 coils protruding from the patient's right and approximately 1 coil protruding from the patient's left ostia. A fluid balance was observed all instrumentation was removed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.